Event description:
It was reported that the patient "quit using it a couple of years ago, because it took me down hard. It started shocking the crap out of me when I was taking a shower and I was heading down to the floor." After that the patient turned off the implantable neurostimulator (ins) and he never followed up with the doctor for reprogramming or to have the ins checked. Since implant stimulation never helped with the patient's pain; at least it didn't help any more than pills did. It was noted the patient requested MRI guidelines. The patient was going to have an MRI of the head/brain/neck but this was not related to their device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial # (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial # (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).